Manufacturer narrative:
A partial lead was returned for analysis in 1 segment. The damage found was sustained during procedure. The portion of the lead that was returned was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-17952. 2017865-2020-17962. It was reported that patient died due to septic and cardiogenic shock on (B)(6) 2020. It was unknown if there was a malfunction or procedure linked to an abbott device that caused the death.